Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nosebleeds. There was no report of serious or permanent patient harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, corrosion was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. This complaint has been reviewed and it has been determined that based on information available at the time of this review, that the complaint is not reportable to any regulatory authorities. No report will be filed with any regulatory agencies at this time.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nosebleeds. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.